Event description:
The customer reported that following a neuro radiology catheterization procedure, a size 2 vasoseal collagen plug was deployed in the patient even though the patient actually measured for a size 1 vasoseal collagen plug. The patient required surgical removal of a thrombus and it was noted that the collagen plug was inserted into the artery. No other info was available. No further complications were reported.